Event description:
Failure of foley catheter balloon.

Manufacturer narrative:
It was reported that the device was in place during "infrared therapy" and had been in place "longer than four weeks" when the balloon "failed". It was reported that the balloon keeps "breaking". No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.